Event description:
The user alleges that while preparing to give the spinal block, pt connected the needle to the syringe and noticed a black spec inside the syringe after drawing up the drug. The syringe was not used.